Event description:
A customer reported that they observed "kit already opened, sensor adhesive peeled" with the abbott diabetes care (adc) device. The customer further reported: "the box was sealed however the tamper-evident label between the sensor, and the applicator was partially detached so the customer believe the internal components had been previously opened." There was no indication that the customer applied the device to their body, and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and evaluated. A visual inspection of the sensor identified no abnormalities. The returned product was observed to be in an unfired state, with the sensor still contained within the applicator, indicating that the applicator had not been deployed. The sensor cap was found retained within the applicator cap. The sensor sharp was visually inspected, and no issues were noted. Functional testing was performed by deploying the applicator onto simulated skin, and the applicator fired as intended. No evidence supporting the customer¿s reported complaint was identified during the investigation. Additionally, no issues were observed with the adhesive. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.